Event description:
The customer contact reported that the pump did not sound an audible alarm tone during an alarm condition. During incoming inspection, prior to release for clinical use, it was noted that the device did not sound an audible tone during an alarm condition. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.